Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/14/2015 with the following findings: a battery compartment crack was observed. Moisture was visible behind the display lens. Leak testing verified a battery compartment leak. Contamination damage was observed on the bolus button circuit and printed circuit board. Unrelated to the complaint, the bolus, up, down, and ok keypad button were unresponsive. No damage was observed to the bolus button cover or keypad button cover. No contamination was found on the bolus and keypad button contacts. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged; in addition, it was reported that evidence of moisture ingress was observed within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.